Event description:
Information received with return of the device notes that during the implant procedure, after connection to the lead, no pacing was seen. The patient had an intrinsic rate of 30 bpm.